Event description:
It was reported that approx two yrs after the implantation of the xact stent in the right internal carotid artery, the pt was found to have a single strut, proximal stent fracture via x-ray. There was no treatment of the fracture stent reported. There was no add'l info provided.

Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Stent fracture can be a result of, but not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of the stent implant, suggesting that the noted damage occurred post procedure. However, a definitive cause for the reported stent fracture could not be determined.

Manufacturer narrative:
(B)(4).